Event description:
It was reported that the customer experienced a blood glucose (bg) level of 41-42 mg/dl; cause was not known. Reportedly, the customer fainted. Customer consumed carbohydrates to address bg level. Customer was admitted into the emergency room (ER) and was monitored; no treatment was provided while in ER. Customer was released from the ER on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.